Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached inside of the pt at 96,293 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported.